Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts. There was no reported adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.